Event description:
Patient was undergoing scope of knee because of inflammation not believed by surgeon to be product-related, and the poly part of the patella popped off during the procedure. Also, it was noted that the patella had not been tracking properly.

Manufacturer narrative:
The product was not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.